Event description:
It was reported that the insulin pump had a keypad anomaly. Customer stated that the insulin pump may have been exposed to perspiration. Customer's blood glucose reading at the time of the call was 117 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.